Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records, patient was revised to address failed left total hip replacement secondary to metal on metal wear with pseudotumor. Operative findings indicated abundant corrosion present at the head neck junction and the femoral taper. After cleaning the taper, the taper was in good condition and suitable for retention of the femoral stem. Upon entering the hip joint, there was abundant fluid which was greenish brown in color. There was debris present in the lining of the capsule which was debrided to the extent feasible through a posterolateral approach. The muscle belly of the gluteus medius and minimus were then an atrophied. The gluteus minimus was significantly atrophied. There was calcification superior to the hip joint which soft tissue is elevated from 2 allow mobilization of the femur to allow retention of the femoral stem and provide exposure to the acetabulum. Doi: (B)(6) 2003; dor: (B)(6) 2019; (left hip).